Event description:
It was reported to boston scientific corporation in 2005 that an interject injection therapy needle was used in a procedure the month prior (patient age, gender and weight are unknown). According to the complainant, the interject needle would not retract. No patient complications were reported as a result of this event. The patient's condition was reported to be fine.

Manufacturer narrative:
The device has not been returned. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.